Manufacturer narrative:
Product analysis: visual review confirms rod breakage. Significant fracture surface smearing noted. Microscopic examination of the undamaged areas of the fracture surfaces identified a fairly flat fracture surface with gently convex progressive striations through the cross-sectional area of the rod, which are indicative of cyclic fatigue. Dimensional inspection rod diameter confirms conformance to print specification. No material damage noted on adjacent surface to crack propagation which could contribute to crack propagation. After visual, optical and dimensional inspection, no evidence was found that would suggest a defect in manufacturing or processing of the implant. The above observations are consistent with cyclic fatigue. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent posterior lumbar interbody fusion (plif) at levels t10/s2ai. Post-op, on an unknown date, both the placed rods were broken at unknown level. There was lower back pain in the patient due to the breakage rod. Revision surgery was performed for the breakage rod replacement. The broken rod was replaced with new one. No fragment of the broken implant was remaining in the patient. There was a overall delay of more than 60 min in the procedure. The event did not result in disability of the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.